Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information also reported that the cause of the high impedances was unknown. If additional information is received, a foll ow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient via the manufacturer¿s representative reported that they were in the doctor¿s office for an in jection and asked to be reprogrammed. Diagnostics performed impedance testing and x-rays. Impedance testing showed several electrodes (electrode combinations of #0-9, 0-10, 0-13, and 0-14) had values >10,000 ohms when tested a 0.7 volts (referenced to electrode 0). The representative was could not get good coverage of the patient¿s painful areas. Follow up information received from the representative reported that the patient discussed with their doctor the option of seeing a surgeon and will be sent for a consult. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.